Event description:
The customer reported that on (B)(6), 2012 she was involved in a car accident due to low blood glucose. The customer stated that the blood glucose meter may not be working properly as it was reading over 300 mg/dl. The customer treated her glucose level, and it went down to 114mg/dl. The caller also mentioned that the paramedics were called at the end of february, but she did not give any details on the event. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.